Event description:
It was reported that a malfunction alarm labeled as malf 1 occurred on the customer¿s pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed that a replacement pump with updated software would be provided, with cts providing instructions on pump return and storage. The customer acknowledged understanding of these instructions and agreed to contact their healthcare provider for a backup insulin therapy plan.